Event description:
It was reported that the connecting screw between the red 3-way stopcock and the blue 3-way stopcock loosens again by itself during operation. This is first noticeable by falling blood pressure values, only late then the measurement stops completely. Then, of course, the puddle formation on the floor is noticeable. Additionally it was reported that disconnection was at a connection point without external influence.

Manufacturer narrative:
Other, other text: a review of the device history records revealed no observations recorded during manufacture to suggest an issue of this nature would occur. E4 is unknown.